Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. Corrected h10: this is 2 of 2 manufacturer reports being submitted for this case. Please reference related medwatch #2015691-2021-06919. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for esheath+ IFU, commander delivery system IFU, preparation manual, sapien 3 and sapien 3 ultra thv with commander transcarotid supplemental manual. Visually inspect all components for damage. Caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. When inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. System removal: unflex the delivery system while retracting the device, if needed. Verify that the flex catheter tip is locked over the triple marker. Retract the loader to the proximal end of the delivery system and remove the delivery system from the sheath. Refer to the edwards sheath instructions for use for device removal. A risk assessment was performed on the reported event and reveal the following applicable items in the risk management worksheet as a potential cause that may lead to procedural delay. Potential hazard: difficult or unable to withdraw delivery system. Hazardous situation: difficult or unable to withdraw delivery system post deployment, prolonging procedure. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to withdraw delivery system and sheath. The benefits of the device outweigh the risks associated with inability to withdraw delivery system post deployment, prolonging procedure. Catheter through anatomy. The complaint for sheath liner delamination was empirically confirmed through the provided example photo. The complaint for sheath kinked, bent was unable to be confirmed without relevant imagery or the returned device. Without the returned device, engineering was unable to perform any visual inspection, functional and dimensional testing. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per the complaint details, the system was pulled back into the sheath, however as the balloon entered the sheath the 'kinking' of the sheath was noted again. The balloon was again advanced slightly out of the sheath and partially inflated to confirm that the delivery system was in-line with the sheath. The balloon again was deflated and attempted to be pulled back into the sheath without success. The team elected at this point to do a small cut-down to remove the system as a unit and repair the carotid artery with a patch. After the sheath was removed, it was found that the inner liner of the sheath was bunched along the edging of the balloon and "free" of the outer jacket. A potential high degree of patient access vessel tortuosity can create sub-optimal angles that can cause non-coaxial alignment between the delivery system and sheath, causing withdrawal difficulties. Additionally, it was noted that "additional volume was added to the balloon for post-dilation." Residual fluid can impact the profile of the balloon and a bigger or altered profile can also cause difficulty in withdrawal along with the balloon getting caught on the sheath tip. If the balloon was caught on the sheath tip, this would cause the reported "tip of the sheath was seen on fluro to appear to be kinking". Furthermore, it is possible that excessive device manipulation was utilized to pull the caught balloon from the sheath could also result in liner delamination. In this case, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A complaint history review on confirmed device complaints was performed. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified.

Manufacturer narrative:
This is 2 of 2 manufacturer reports being submitted for this case. Please reference related medwatch # 10662 investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure for a 29mm sapien 3 in the aortic position via transcarotid approach, the angle of the native annulus was 75degees and a dilated ascending aorta with a very horizontal orientation. The valve was mounted, advanced, and deployed within the native aortic valve. Some paravalvular leak (pvl) was noted and an additional volume was added to the balloon for post-dilation. As the delivery system was being retracted into the sheath, the tip of the sheath was seen on fluro to appear to be "kinking". The system was advanced back out of the sheath and additional negative pressure applied to the balloon. Again, the system was pulled back into the sheath, however as the balloon entered the esheath the "kinking" of the esheath was noted again. The balloon was again advanced slightly out of the esheath and partially inflated to confirm that the delivery system was in-line with the esheath. The balloon again was deflated and attempted to be pulled back into the esheath without success. The team elected to do a small cut-down to remove the system as a unit and repair the carotid artery with a patch. After the sheath was removed, it was found that the inner liner of the sheath was bunched along the edging of the balloon and "free" of the outer jacket. A surgical repair was then performed on the left common carotid. Per follow-up the fcs confirmed from a sample photo indicating the liner was delaminated.